Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of powerpicc catheter. The depicted portion of the device included the molded joint and approximately 2cm of catheter shaft. The device was implanted in a patient. A sharp kink was observed just distal of the molded joint. Discoloration and creasing were observed at the kink site. While a kink was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the link. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insertion, securement and access techniques. A lot history review (lhr) of redu2226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC kink at the hub". Addendum per email response received: "placement info: basilic".